Manufacturer narrative:
This is 7 of 7 reports (7th MDR). H3 other text : the device is not available for evaluation.

Event description:
The survey conducted in spain. Results from the survey stated that adverse events (access site complications ((groin hematoma, retroperitoneal hemorrhage, inflammation, tissue necrosis)) and neurological deficits) were reported. No other information was provided.

Event description:
The survey conducted in spain. Results from the survey stated that adverse events (access site complications ((groin hematoma, retroperitoneal hemorrhage, inflammation, tissue necrosis)) and neurological deficits) were reported. No other information was provided.

Manufacturer narrative:
This is 7 of 7 reports (7th MDR). Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that a post-market clinical follow-up (pmcf) survey was conducted for axs vecta 71, (device number unknown, quantity 31) and axs vecta 74 (device number unknown, quantity 11) and responses (double blinded) from physicians was received on (B)(6) 2023. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to ¿of vascular access site complications serious' and 'patient neurological deficit'.